Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2022, the patient's family stated that the patient had explanted the battery in our hospital in 2019 due to infection at the site of the battery implant, and would not re-implant it in the future.